Event description:
(B)(6) 2021, mpxr 862170 (con, rep): the patient reported that she is not feeling any paresthesia in her left arm as of (B)(6) 2021. Electrodes 0-7 were showing high when an impedance check was performed. The manufacturer representative tried to program th epatietn just using the other lead, but it would not put any stimulation into the left arm. The issue has not yet been resolved; however, surgical intervention has been planned, but is not yet scheduled to resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead product ID 977a290 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead h10. Correction to product information in supplemental report 001. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she is not feeling any paresthesia in her left arm as of on (B)(6) 2021. Electrodes 0-7 were showing high when an impedance check was performed. The manufacturer representative tried to program the patient just using the other lead, but it would not put any stimulation into the left arm. The issue has not yet been resolved; however, surgical intervention has been planned, but is not yet scheduled to resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID: 977a290; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: unknown, product type: lead. Product ID: 977a290, serial/lot #: unknown, ubd: 01-aug-2020, UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient lost stim coverage in left arm. X-ray confirmed lead migration of left lead down to vertebra bodies to c3. Pt reported no falls or events. Date of lost coverage unknown. Patient was reprogrammed and able to recapture desired coverage. No further action is required or planned at this time. Revision is not planned. Event is resolved.